Event description:
It was reported by the patient's family member that the patient received a shock from their device. Follow up with the clinic was attempted, but no additional information was obtained about the appropriateness of the shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.